Event description:
It was reported that, after a left-sided thr had been performed, the patient started experiencing pain. An x-ray image showed that the liner was worn, so the surgeon recommended exchanging the liner and the femoral head. A revision surgery was performed to address the issue: both components were explanted. The patient outcome is unknown.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed and wear was confirmed. The clinical / medical investigation concluded that, this complaint from australia reports the revision of a left hip femoral head and liner secondary to polyethylene wear. The primary surgery was performed in november 2000 and the revision was done 19½ years later on may 5, 2020. The primary surgery report was provided but not the revision operative report. Two undated x-rays were submitted for review which confirms the head no longer centered within the shell indicating the poly wear. The impact to the patient beyond the surgery and recovery cannot be determined. In conclusion, the information and x-rays submitted did not provide any insight to the cause of this patient¿s pain or the wear of the polyethylene insert. This patient¿s level of activity and the age of the insert may have contributed to the issue. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Wear potential causes could include but are not limited to friction, joint tightness or lifetime of device. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.